Event description:
It was reported that post op of a laparoscopic sigmoid colectomy procedure, the patient had a leak three days post op. The patient is currently being drained and improving; however, will remain in the hospital an additional four days. It is unknown where the leak was coming from. It is unknown if the ec45a or the cdh29 staple lines were leaking. Both devices were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information received on 8 sept 2010. [Surgeon] is a c/r surgeon. The c/r surgeons commonly close the circular device to the 1.0 mark despite in-servicing about adjustable staple height. They have had no prior issues using this approach. Both cases went well inter-operatively. The staple lines were hemostatic, and standard leak test were performed (including use of anoscope). It was a complicated case due to patient conditions. At 3 days post-op leak. Drained the patient, but did not open. Patient left 2 days later. Staple lines haemostatic. Articulated with instrumentation. Patient was male. No physical indication that there was a mechanical failure of the staple line. Both cases went extremely well. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.